Event description:
It was reported by the affiliate that the (1) tlh90 was used during a gastrectomy procedure. It was reported that the surgeon wanted to staple the stomach and closed the stapler into the green gap setting. The staples did not pass through the two layers of the stomach. The staples closed before coming out on the other side of the stomach. The surgeon noticed this after cutting the stomach and used a tct75 to repair the cut border. There were no consequence to the patient.